Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the operating system was corrupt. A field service engineer (fse) found that hard disk was corrupt.so, fse reimaged device and tested and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not functioning and stuck on blue recovery screen. The customer stated that they had moved patients to neighboring nursing unit that caused a delay in patient care. There were no adverse events or injuries reported due to this event.